Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 150mg/dl. The customer's levels had gone from 200mg/dl to 500mg/dl. The customer states they treated with manual injection. The customer declined to troubleshoot at the time of call. The customer states they would call back when they were home in order to troubleshoot with the assistance of her husband.